Event description:
The patient was first revised to address a fractured liner; the sales rep was not aware of any previous revisions. The patient was then revised to address pain caused by cup malpositioning and the subsequent metal wear. It was stated in the reporting that the cup was very vertical. Update: litigation papers received. In addition to previously reported allegations, it is now alleged that upon the (B)(6) 2011 revision that the patient suffers from severe metallosis and severe osteolysis, along with associated bone defects. Initial emdrs have been created.

Event description:
The patient was first revised to address a fractured liner; the sales rep was not aware of any previous revisions. The patient was then revised to address pain caused by cup malpositioning and the subsequent metal wear. It was stated in the reporting that the cup was very vertical. Update: litigation papers received. In addition to previously reported allegations, it is now alleged that upon the (B)(6) 2011 revision that the patient suffers from severe metallosis and severe osteolysis, along with associated bone defects. Initial emdrs have been created. Update: 12/04/2012 - medical records were received from legal. The revision operative report of (B)(6) 2007 indicated the patient was revised due to disassociation. Additionally it was noted that the acetabular cup was put into more anteversion at the initial procedure due to stability issues. There is no new information that would change the existing MDR decision. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one prior report for both of the reported part and lot number combinations. However, review of the as400 system, shows that at least 20 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Review of the as400 system, shows that at least 20 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Medical records were received and reviewed. From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update oct 16, 2017: pfs and medical records received. In addition o what was previously alleged, pfs alleges grinding sensation difficulty in walking, elevated chromium metal ions. After review of the medical records for the MDR reportability, patient was revised to address disassociation of polyethylene liner from shell. Revision notes reported of staining of tissues, polyethylene component was sitting in inferiorly and was worn. Operative indications reported of sweeping sensation and crepitus with motion. There is no laboratory results for the alleged metal ions. On the second revision, it was reported that there was severe metallosis, poly debris and osteolysis with bone defect. This complaint was updated on oct 27, 2017.